Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h1. Corrected data: e3.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up. The cardiosave intra-aortic balloon pump (iabp) unit is total blacked out, does not work on battery, does not work on mains, batteries are empty. There was no patient injury.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), e1(event site email), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) stated the service order is not ready yet and no parts were required. Good faith efforts (gfe) completed. Gfe attempts have been performed to obtain additional event and repair information. No response has been provided. The complaint will be closed and in the event new information is to become available, this record will be reopened and updated. H3 other text : evaluation not requested by complainant.

Event description:
N/a.